Event description:
It was reported that the doctor repositioned the pump when one suture came loose. Upon attempting to release the locking clip on the pump, it did not remove easily. It did open but slightly bent the locking mechanism. The doctor repositioned the bent portion of the purple clip and confirmed the clip locked appropriately when it was repositioned inside the sewing cuff. It was suggested the pump be replaced but the doctor rejected that suggestion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on vad support with no further issues report. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas instructions for use (IFU) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. This section provides steps to follow if the orientation of the pump requires adjustment. The hm3 IFU warns not to try to repair any of the heartmate 3 system components. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use. The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. No further information was provided. The manufacturer is closing the file on this event.